Manufacturer narrative:
Due to character limit in e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient that a cs300 intra-aortic balloon pump (iabp) had leak in iabp circuit. The iabp was replaced. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) investigate customers complaint of leak in circuit, could not be duplicated. Ran unit for 60 minutes and performed leak test and unit passed all test. With reviewing the logs, there were no major faults listed. Performed a preventative maintenance on unit without any issues or failures. All functional testing, calibration, and safety test were performed.

Event description:
N/a.